Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. (B)(6). The initial reporter email address was not reported. [Conclusion]: the healthcare professional reported that during a coil embolization procedure of an aneurysm with carotid cavernous fistula (ccf), the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / l12113) was used but there was resistance between the coil and the intracranial part. Excessive force had not been applied to the device. It was reported that the device did not fragment in the patient nor did the reported issue necessitated the removal of concomitant devices. Another coil was used as a replacement and the procedure was completed without any patient adverse event or complication. The product was returned for evaluation, the investigational finding is documented below. Investigation summary: the non-sterile 2.00mm x 6.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed without any damage noted. The device underwent a microscopic inspection. The marker band was found at 41 cm from the distal end; this is within specification. The embolic coil was observed outside of the coil introducer in kinked and stretched condition. No other damage was observed. The reported issue that during the procedure, the complaint coil encountered resistance was not confirmed through functional evaluation as functional evaluation was precluded due to the embolic coil being outside of the coil introducer in kinked and stretched condition. However, the condition of the coil can contribute to the resistance / friction issue as reported and documented in the complaint. The embolic coil likely had forced applied to it which resulted in the coil becoming kinked and stretched. The exact cause of the observed condition of the embolic coil cannot be conclusively determined. A review of manufacturing documentation associated with this lot (l12113) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The kinked and stretched condition observed on the embolic coil of the returned device were not originally reported in the complaint. Coil kinking and coil stretching are known potential issues associated with the use of the device. The instruction for use (IFU) provides proper handling instructions for the device to prevent issues such as kink and stretch from occurring. The exact cause of the observed condition of the embolic coil cannot be conclusively determined; however, it may have been the result of inadvertent force that may have been applied when the resistance friction was encountered. In the attempt to reduce and remove the encountered resistance, force may have been applied which resulted in the kinked and stretched condition of the embolic coil. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2.00mm x 6.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil being outside of the introducer in kinked and stretched condition as observed on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a coil embolization procedure of an aneurysm with carotid cavernous fistula (ccf), the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / l12113) was used but there was resistance between the coil and the intracranial part. Excessive force had not been applied to the device. It was reported that the device did not fragment in the patient nor did the reported issue necessitated the removal of concomitant devices. Another coil was used as a replacement and the procedure was completed without any patient adverse event or complication. The product was returned for evaluation; during the microscopic inspection of the device, the embolic coil was observed kinked and in stretched condition outside of the coil introducer. Based on the product analysis completed on 6/18/2020, this event has been deemed MDR reportable as a ¿malfunction.¿